Event description:
It was reported that during a laparoscopic cholecystectomy procedure, there was a tear on the cystic artery. A new device was used to clip the area. The surgeon was not certain of what caused the tear. No other details of the event were provided. The patient is fine.

Event description:
Per the clinic, the device was explanted (B)(6), 2010 due to improper electrode placement. The patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).